Event description:
Reportedly, when the technologist returned to the room from developing a film, she found the pt laying on the floor with the table in the full trendelenburg position (-45 deg). The pt stated that he did not touch anything and the table allegedly tilted by itself resulting in the pt sliding off the table onto the floor. The pt's injury was reported as a bump on the head. The pt was awake and coherent when first found on the floor. Vital signs were normal. The pt was examined by a physician and ice was applied to the bump. Pt was sent to emergency room for evaluation.